Event description:
When attempting to use kit to mix solutions, the part of device which houses the powder and solution in plastic casing within the device, was cracked or not sealed correctly as it leaked though the mixer and out the side/bottom.